Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient's vision was still blurry and seemed to have a decrease in vision. The axis of the lens was off causing a hyperopic result. The iol was exchanged in a secondary procedure. Additional information was provided that the iol was off axis by 20 degrees. In the surgeon's opinion the iol did not cause or contribute to the event. The iol was exchanged for the same model iol, but .5d difference in power, in a secondary procedure.